Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the CT revealed that the aneurx stent graft has migrated 35 mm distally with a proximal type I endoleak and pressurizing the aneurysm. It was reported that the physician elected to implant an endurant bifurcated stent graft inside of the aneurx stent graft. Heli-fx aptus endoanchors were implanted into the endurant bifurcated stent graft prophylactically to discourage additional disease progression of the aortic neck. However, during the implantation of the aptus endoanchors the endurant stent graft moved proximally. An angiogram revealed that the right side of the endurant stent graft material was deployed partially covering the renal artery, approximately 30%. The migration and the proximal type I endoleak were resolved. Another angiogram was performed and the right renal artery was perfusing at the same rate as the left renal artery visually, however the physician decided to investigate further seeking to cannulate the renal artery with a guidewire and catheter. Upon visual review the physician determined to implant a renal stent in the artery providing additional blood flow and safeguard for the vessel's patency. During the insertion of the catheters to stent the renal arteries an aptus endoanchor was broken off. As the location of the piece could not be discovered at the time of the surgery, observation of this patient will continue. The patient was discharged the following day. Per the physician, the cause of the stent graft migration with a proximal type I endoleak was due to pressurizing the aneurysm and the cause of the renal coverage was due to the patient's anatomy. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the events could not be determined from the two still films during implant. Pre-implant films, additional films during implant, and post-implant x-rays or CT¿s were not available for return. An endurant bifurcate was seen implanted; the suprarenal stents and the proximal ~2cm of the covered bifurcate were seen. Multiple anchors had been implanted around the proximal portion of the bifurcate; approximately 3 anchors on the patient¿s left and 3 or 4 on the right side. From the observed proximal markers the bifurcate appeared to have been implanted within an angulated neck, which may have contributed to the events. The films were non-contrast; therefore, the proximal neck and renal anatomy could not be appreciated. In addition, no visualization of the renal stent/catheter were seen in the films provided. The cause of the aneurx migration leading to the proximal type I endoleak could not be determined; the migrated aneurx was not visualized in the images. The cause of the endurant bifurcate moving proximally during implantation of the endoanchors, and the cause of the anchor breaking away during insertion of the catheter for renal artery stenting, could not be determined from these limited still images. No obvious issues were seen with either the guide, applier, or any of the implanted anchors.

Event description:
Additional information received reported that the endurant ii device moved proximally 2-3mm upon releasing the anchors.